Event description:
The customer tested his blood glucose using his contour meter and received readings of 437 and 489 mg/dl. He retested using another meter and received a reading of 125 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.